Event description:
It was reported that the patient experienced syncope during a treadmill workout. Upon further examination it was noted that the device was pacing at 160 paces per minute. Device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.